Manufacturer narrative:
Investigation: the situation was discussed with the responsible person in the loan service and sales department. Conclusion and root cause: based on the information available, we assume that the root cause of the failure is most probably and organizational matter from loan service. Rational: according to the consultation with the responsible departments, this failure was caused by the loan service. CAPA 700003312 has already been started to address the situation.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that due to the incident, that a part was missing, there was a surgery delay.